Event description:
It was reported that a recovery filter was placed in a pt with gi bleed and a contraindication for anticoagulants. Six months later, the pt returned to the hospital with chest pain. CT revealed that a limb of the filter was in the pt's right ventricle. Cardiologist and interventional radiologist agree that the limb did not contribute to the chest pain. Etiology of chest pain unknown. Filter remains implanted at this time. Pt is fine.